Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Imdrf annex e code health effect ¿ (B)(4). Imdrf annex f code health effect ¿ (B)(4). Imdrf annex a code medical device problem code: (B)(4).

Event description:
Material no: unknown. Batch no: unknown. It was reported that the patient was taking chloraprep for: application site rash. Verbatim administration site rash. The patient was taking chloraprep for: application site rash.

Manufacturer narrative:
No sample or photograph was received for analysis; therefore, the failure mode could not be confirmed, nor could the root cause be determined. Batch record review resulted on no non-conformances noted during the manufacturing. No further action will be taken based on a negative trend is not observed at this time. Bd will continue to track & trend. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text: na.

Event description:
Material no: unknown, batch no: unknown, (provided 1155598). It was reported that the patient was taking chloraprep for: application site rash. Administration site rash. The patient was taking chloraprep for: application site rash.